Manufacturer narrative:
H.6. Investigation: customer returned (290) sealed 4mm, 32g pen needles from lot # 9309126. Customer states that they hurt during the injection and she also started bruising, she feels the bend a lot more and that the clear cap is not as secure, and it jammed when trying to prime and use it. Thirty out of 290 returned samples were tested for point geometry, lube, and cannula od (specs: outer diameter for 32g: 0.0090¿-0.0095¿) these samples were also tested and all were able to expel properly. Also, no bent cannula or loose outer cover was observed on these samples. As per manufacturing, ¿lot#9309126 DHR was reviewed and no qn found¿ 7pcs retained sample were check on point ,lubrication, needle puncture, needle angle and screw function test, and all results meet the specification root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10

Event description:
It was reported that the bd ultra-fine¿ pen needle was difficult to operate and jammed when trying to prime it during use. Additionally, it was reported that the clear cap was not secure. This occurred on 10 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: she had been using the pro 4mm 320566 though it wasn¿t available at her usual pharmacy. She uses them for her 5 year old daughter who has type 1 diabetes. She started using the 320477s and it wasn¿t herself who noticed but her daughter who said that they hurt during the injection and she also started bruising. She advised that she feels the bend a lot more and that the clear cap is not as secure. Last night she was using a lantus junior star and it didn¿t fit correctly and jammed when trying to prime and use it. . She also mentioned she was part of a group for parents of children with diabetes and that there had been people who¿d made negative comments about the 320477s.

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd ultra-fine¿ pen needle was difficult to operate and jammed when trying to prime it during use. Additionally, it was reported that the clear cap was not secure. This occurred on 10 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: she had been using the pro 4mm 320566 though it wasn¿t available at her usual pharmacy. She uses them for her 5 year old daughter who has type 1 diabetes. She started using the 320477s and it wasn¿t herself who noticed but her daughter who said that they hurt during the injection and she also started bruising. She advised that she feels the bend a lot more and that the clear cap is not as secure. Last night she was using a lantus junior star and it didn¿t fit correctly and jammed when trying to prime and use it. . She also mentioned she was part of a group for parents of children with diabetes and that there had been people who¿d made negative comments about the 320477s.